Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm approximately one month ago. The proximal aortic neck was 24-21 mm in diameter and 20 mm in length. Aortic neck angulation was 30 degrees. The right iliac artery was 16 mm in diameter and the left iliac artery was 15 mm in diameter. The stent grafts were successfully implanted. It was reported that the contralateral stent graft was occluded on the left side. The physician performed angioplasty and added a stent graft limb for treatment of occlusion. However, the femoral artery was blocked due to a blood clot. The physician elected for open surgery and rebuilt the vessel with a synthetic graft. The blood flow was restored. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion), (lack of information, unknown cause of occlusion). Evaluation, conclusion: (lack of information, unknown cause of occlusion).